Manufacturer narrative:
The MFR was able to duplicate the reported problem of no flow. The service technician noticed the ventilator was not blowing air while warming up the ventilator for the initial checkout. The MFR was unable to duplicate the reported problem of no audible alarm. Internal inspection revealed the turbine was seized by apparent water contamination. The ventilator passed all alarm testing. The turbine was replaced to correct the reported problem.

Event description:
It was reported that when the ventilator was turned on, there was no flow and displayed disc sense. The ventilator was clicking and there was no audible alarm. The ventilator was not connected to the pt when the reported problem occurred.